Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the case, when attempting to remove the delta extend reaming guide, the retaining shaft portion of handle broke. At this point there was no instrument capable of removing the reaming guide from the humerus. Surgeon had to use a combination of vice grips and other instruments to remove the reaming guide from the patient after handle broke. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 30. Action taken when event occurred? Vice grips, pliers and other instruments were gathered to supplement the broken retaining handle. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes.